Event description:
Two crosstie implants were broken during insertion (p/n 1443-2501 lot 101930 and p/n 1444-2500 lot 100944). A third implant (p/n 1443-2501 lot 101930) was successfully implanted but then removed after two were broken. This was done due to doctor preference. The implants are supposed to be returned through an ecopak. Rep called and gave details regarding the surgery where he reported the incident is due to user error caused by torqueing the inserter too quickly while trying to get the implant to release from the inserter. All three implants were removed and k-wires were used.

Manufacturer narrative:
Lhrs were reviewed for both the packaged component lots (p/n 1443-2501 lot 101930 and p/n 1444-2500 lot 100944) and the implant lots (p/n 100059 lot 101890 and p/n 100059 lot 100932). No evidence was found to suggest that the implants or the packaged kits did not meet specifications prior to distribution.